Manufacturer narrative:
If implanted/explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that film was noticed on the back of a pcb00 19.5 diopter intraocular lens (iol) during handling and prior to insertion. There was no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/06/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. No lens was observed in the pcb00 preloaded device. Viscoelastic residue was observed at the cartridge tube/tip. Stress marks in both sides of the cartridge tube and tip was observed which are typically caused and/or may well appear by the pass of the iol thru the cartridge. No lens was returned for investigation. Only the preloaded system device was received. The reported issue could not be verified. No product deficiency was identified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.